Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called for her high blood glucose. Customer stated that her blood glucose went down to 20 mg/dl. Customer was treating until the paramedics arrived. Customer stated that she was stressed and she did a bolus for 25 units without food. Customer was hospitalized and her blood glucose was 220 mg/dl at the time of 911 call. Customer stated that her stress got her blood glucose to 500 mg/dl. Customer had high blood glucose and then low blood glucose. Customer